Event description:
Report received of a tubing separation. The customer contact stated that the tubing set "came apart" in the area where the tubing goes into the filter. The homecare pt was receiving tpn therapy at an unspecified rate. The caretaker notified the homecare nurse after finding the pt wet from the tubing leak. The customer contact stated that pt missed the therapy due to the leaking and the wasting of the remaining tpn as a precautionary measure against infection. The pt was taken a complete set-up and the infusion was resumed. The customer contact reported that the pt did not experience any adverse effects. Though requested, no additional info was provided.